Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that an 840 ventilator failed the graphic user interface (gui) alarm test. The ventilator was not in use on a patient at the time the malfunction occurred. The customer reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) inspected the device and upgraded the software to the current revision. The unit passed extended self testing. Covidien was not authorized to repair the device.